Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken by ambulance to the hospital due to hypoglycemia. The reported blood glucose reading was 33 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during the manual prime. Nothing further was reported.